Manufacturer narrative:
On initial MDR the evaluation method code of 4118 was an error. It should have been 4114 on the original MDR. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for another monofocal lens model 4 years following the initial implant procedure. The reason for explant was not mentioned by the reporter. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).